Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as technical support follow-up was declined.